Manufacturer narrative:
H6: updated investigation conclusion: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1994, 3191: appropriate term/code not available for ¿mesh migration") were reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2012, and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2008 through (B)(6) 2012 were not provided. Records of the CT scan noted in the 6/29/12 operative report was not provided. Patient information: medical history: unknown date [30 years ago]: motor vehicle accident with injuries requiring exploratory laparotomy. Obesity: on (B)(6) 2008: weight 249 lbs., bmi 40.2. On (B)(6) 2008: 236 lb., bmi 38.09. On (B)(6) 2008: history of upper gastrointestinal bleed. Surgical procedures: unknown date: exploratory laparotomy 30 years ago status post motor vehicle accident, slenorrhaphy [sic]. On (B)(6) 2008: laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2012: exploratory laparotomy and removal of mesh from intra-abdominal organs. Complex abdominal wall reconstruction. Abdominal wall scar revision. Implant preoperative complaints: on (B)(6) 2008: history and physical: ¿preoperative exam; surgery (B)(6) 2008.¿ ¿incisional hernia - lap, poss open vhr [laparoscopy, possible open ventral hernia repair] with mesh. Underwent an ex lap [exploratory laparotomy], slenorrhaphy [sic] 30 yrs ago s/p mva [status post motor vehicle accident]. Noticed 2-3 weeks ago a bulge a little to the right of his incisional scar. It has quickly grown in size and causes him discomfort. He is able to reduce it, reduction on recumbence. Denies n/v [nausea/vomiting], bm [bowel movement] problems.¿ exam: ¿midline incisional scar, well healed. Hernia, moderately sized, noted right lateral to scar in the supraumbilical region. Easily reducible without tenderness, no skin changes. Impression: ventral hernia. Plan: admit patient for ventral hernia repair with mesh on (B)(6) 2008.¿ on (B)(6) 2008: indication. ¿the patient states that approximately one month ago he developed bulging in his mid-abdomen. The patient was seen by his primary care physician for evaluation, found to have a ventral hernia, was referred to the surgical clinic for evaluation/repair, and was brought to the operating room for this procedure.¿ implant procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/05615830, 10cm x 15cm x 1mm thick, oval] implant date: (B)(6) 2008 [same day surgery]. Findings: ¿there was an approximately 2.5-cm fascial defect just above the umbilicus, with a large amount of incarcerated omentum. There was a second, approximately 2-cm, defect just superior to this, again with incarcerated omentum. A 10 x 15-cm gore-tex dual mesh was used to repair the hernia defects.¿ ¿classification of wound: class 1.¿ description of hernia being treated: ¿.... A left lower quadrant incision was made and carried through the skin by sharp dissection. A veress needle was then inserted into the peritoneal cavity via the left lower quadrant incision, and a pneumoperitoneum was created by c02 insufflation. Once adequate pneumoperitoneum had been created, the veress needle was removed and replaced with a 5-mm trocar, through which the operating laparoscope was inserted into the peritoneal cavity and the peritoneal contents visualized. A second 5-mm port was placed in the left subcostal area under direct vision, and an 11-mm port was placed in the mid left abdomen. At this point, the omental adhesions to the abdominal wall were taken down using blunt, sharp and electrocautery dissection. The hernia defect was identified, was found to have incarcerated omentum contained within it, and this was reduced with some difficulty. Once the omentum had been reduced, there was another hernia defect noted to be superior to the original defect. The omentum incarcerated to this was reduced using blunt dissection as well. Once both of these defects had been cleared of incarcerated omentum, remaining omental attachments to the abdominal wall were taken down using blunt and scissor dissection; thus, clearing the abdominal wall for mesh placement.¿ implant size and fixation: ¿a 10 x 15-cm gore-tex dual mesh patch was brought onto the operative field. Stay sutures of 2-0 gore-tex were placed in the four corners of the mesh, and the mesh was marked for orientation purposes. The mesh was then introduced into the peritoneal cavity via the 11-mm port, and deployed and oriented in a fashion that had been marked extracorporally. A needle passer was then brought through the abdominal wall in four quadrants around the fascial defects, and the previously placed gore-tex sutures were passed through the abdominal wall. The gore-tex sutures were then tied, tenting the mesh up to the abdominal wall. The mesh was found to be fairly tight and without folds in it. The mesh was then tacked to the abdominal wall circumferentially using a pro-tack stapling device . Once this had been performed, the ports were individually removed under direct vision. Hemostasis at the port sites was found to be satisfactory. The incisions were then individually closed using skin staples. Sterile dressings were applied." Findings: ¿there was an approximately 2.5-cm fascial defect just above the umbilicus, with a large amount of incarcerated omentum. There was a second, approximately 2-cm, defect just superior to this, again with incarcerated omentum. A 10 x 15-cm gore-tex dual mesh was used to repair the hernia defects.¿ discharge summary: ¿admitted and taken to or, postop patient transferred to pacu and when discharge criteria met, patient was discharged to home.¿ ¿no lifting more than 20 lbs. X 2 weeks.¿ explant preoperative complaints: on (B)(6) 2012: preoperative diagnosis: ¿second recurrent abdominal wall hernia. Previously implanted mesh avulsion .¿ on (B)(6) 2012: indication: ¿the patient is a 52-year-old male who initially underwent an emergency exploratory laparotomy for trauma and [sic] the mid 1980s. Following that approximately 3 years ago, he underwent laparoscopic incisional hernia repair. Shortly following that, the patient suffered avulsion of the mesh that was implanted at the time of that hernia repair and now has a second recurrent abdominal wall hernia . The patient was advised that laparotomy, removal of the previously implanted mesh that had now migrated away from the incision and reconstruction of his abdominal wall will be necessary to remedy the problem and to prevent recurrence.¿ explant procedure: exploratory laparotomy and removal of mesh from intra-abdominal organs. Complex abdominal wall reconstruction. Abdominal wall scar revision. Explant date: (B)(6) 2012. Findings: ¿the patient was noted to have a 10-cm diameter sheet of prolene mesh that had migrated away from the incision and was intertwined into the greater omentum as well as some of the small bowel within the abdomen . There was also recurrent hernia approximately 5 to 6 cm in length noted near the umbilicus. Because the mesh had avulsed, it created a larger defect than originally noted, this was consistent with the findings shown on CT scan but only more so. Therefore, a complex abdominal wall reconstruction was necessary.¿ ¿wound classification: clean.¿ ¿first using sharp technique, the margins of the scar were then excised. Using the electrocautery, the scar in its entirety was completely removed. Following this, the electrocautery was used to dissect down through the subcutaneous tissues. Approximately 4 cm superior to the umbilicus, small bowel was encountered. Great care was taken not to injure the bowel. Dissection was carried superiorly such that a part of the mesh was then encountered. There was a defect around the lateral aspect of the mesh, but the mesh had avulsed. Densely adherent to the mesh, was found to be small bowel as well as greater omentum. Using a combination of blunt and sharp technique along with the electrocautery, the mesh in its entirety was extracted from all of the densely adherent structures. After the mesh had been removed , there was approximately a 14-cm diameter area defect between the tables of the linea alba. Using blunt and sharp technique, once again all of the herniated small bowel was then reduced back into the abdominal cavity. All the adhesions connecting the small bowel to the margins of the hernia defect were lysed. At this point, the abdomen was irrigated with copious amount of antibiotic-containing saline.¿ ¿the repair was performed using interrupted 0 ethibond sutures alternating with interrupted vertical mattress of ethibond sutures all the way down. We were able to achieve a tension-free repair in this manner. The subcutaneous tissues were then irrigated with a copious amount of antibiotic-containing saline. Subcutaneous tissues were then reapproximated using interrupted vicryl. The skin was then closed using 4-0 monocryl intracuticular continuous suture. Mastisol and steri-strips were then applied.¿ on (B)(6) 2012: pathology: ¿final diagnosis after microscopy: soft tissue, abdomen, reconstruction and removal of mesh: foreign material, consistent with mesh (gross diagnosis). Fibrosis and foreign body reaction adjacent to mesh.¿ ¿gross description: the specimen is received in formalin, labeled with the patient¿s identification and ¿mesh¿. It consists of a 10 x 5 x 1 cm fabric mesh . Adherent to the mesh is yellow adipose tissue.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05615830. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008 were not provided. (B)(6) 2008: (B)(6) medical center (B)(6) pa-c; (B)(6) md. History and physical. Preoperative exam; surgery (B)(6) 2008:, dr. (B)(6) incisional hernia - lap, poss open vhr [laparotomy, possible open ventral hernia repair] with mesh. Underwent an ex lap [exploratory laparotomy], slenorrhaphy [sic] 30 yrs ago s/p mva [status post motor vehicle accident]. Noticed 2-3 weeks ago a bulge a little to the right of his incisional scar. It has quickly grown in size and causes him discomfort. He is able to reduce it, reduction on recumbence. Denies n/v [nausea/vomiting], bm [bowel movement] problems. Past medical history: peptic ulcer during mva [motor vehicle accident] hospitalization, no problems since 1979. Past surgical history: slenorrhaphy [sic]. Occupational history: contractor. Social history: tobacco use never, one beer/glass of wine daily. Exam: 249 lb. Abdominal: midline incisional scar, well healed. Hernia, moderately sized, noted right lateral to scar in the supraumbilical region. Easily reducible without tenderness, no skin changes. Impression: ventral hernia. Plan: admit patient for ventral hernia repair with mesh on (B)(6) 2008: with dr. (B)(6) (B)(6) 2008: (B)(6) medical center l. (B)(6) md. Operative report. First assistant surgeon: j. (B)(6) md. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia times two. Operation: laparoscopic ventral hernia repair. Anesthesia: general endotracheal. Incisions: abdominal stab times seven. Indications: this is a 49-year-old caucasian male who, approximately 30 years ago, underwent exploratory laparotomy/splenorrhaphy for a motor vehicle accident injury. The patient states that approximately one month ago he developed bulging in his mid abdomen. The patient was seen by his primary care physician for evaluation, found to have a ventral hernia, was referred to the surgical clinic for evaluation/repair, and was brought to the operating room for this procedure. Findings: there was an approximately 2.5-cm fascial defect just above the umbilicus, with a large amount of incarcerated omentum. There was a second, approximately 2-cm, defect just superior to this, again with incarcerated omentum. A 10 x 15-cm gore-tex dual mesh was used to repair the hernia defects. Procedure: ¿after informed consent was obtained from the patient, the patient was taken to the operating room, placed on the operative table in the supine position. Following induction of general endotracheal anesthesia, the patient was prepped and draped in sterile fashion. Following this, a left lower quadrant incision was made and carried through the skin by sharp dissection. A veress needle was then inserted into the peritoneal cavity via the left lower quadrant incision, and a pneumoperitoneum was created by c02 insufflation. Once adequate pneumoperitoneum had been created, the veress needle was removed and replaced with a 5-mm trocar, through which the operating laparoscope was inserted into the peritoneal cavity and the peritoneal contents visualized. A second 5-mm port was placed in the left subcostal area under direct vision, and an 11-mm port was placed in the mid left abdomen. At this point, the omental adhesions to the abdominal wall were taken down using blunt, sharp and electrocautery dissection. The hernia defect was identified, was found to have incarcerated omentum contained within it, and this was reduced with some difficulty. Once the omentum had been reduced, there was another hernia defect noted to be superior to the original defect. The omentum incarcerated to this was reduced using blunt dissection as well. Once both of these defects had been cleared of incarcerated omentum, remaining omental attachments to the abdominal wall were taken down using blunt and scissor dissection; thus, clearing the abdominal wall for mesh placement. A 10 x 15-cm gore-tex dual mesh patch was brought onto the operative field. Stay sutures of 2-0 gore-tex were placed in the four corners of the mesh, and the mesh was marked for orientation purposes. The mesh was then introduced into the peritoneal cavity via the 11-mm port, and deployed and oriented in a fashion that had been marked extracorporally. A needle passer was then brought through the abdominal wall in four quadrants around the fascial defects, and the previously placed gore-tex sutures were passed through the abdominal wall. The gore-tex sutures were then tied, tenting the mesh up to the abdominal wall. The mesh was found to be fairly tight and without folds in it. The mesh was then tacked to the abdominal wall circumferentially using a pro-tack stapling device. Once this had been performed, the ports were individually removed under direct vision. Hemostasis at the port sites was found to be satisfactory. The incisions were then individually closed using skin staples. Sterile dressings were applied. Condition of patient at end of procedure: stable. Prognosis, both immediate and remote: good. Specimens: none. Drains/packs: none. Sponge and needle counts: correct. Estimated blood loss: minimal. Classification of wound: class 1.¿ (B)(6) 2008: (B)(6) medical center l. Implant record. Implant name: dualmesh plus. Manufacturer: w.l. Gore. Implant type: mesh. Description: gortex dual mesh plus biomaterial. Lot no: 05615830. Action: implanted. Expiration date: 10/1/2010. Model/cat no: 1dlmcp03. Area: abdomen. Number used: 1. Size: 10cm x 15cm x 1cm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05615830) was implanted during the procedure. (B)(6) 2008:(B)(6) medical center l. (B)(6) md. Discharge summary. Diagnosis: incisional hernia. Surgical procedures: ventral hernia repair with mesh laparoscopic. Course of hospital stay: admitted and taken to or, postop patient transferred to pacu and when discharge criteria met, patient was discharged to home. Patient instructions/follow up: no lifting more than 20 lbs x 2 weeks. Resume normal diet. Return to work 2 weeks. Follow up 7-10 days. Condition on discharge: good. (B)(6) 2012: [facility ni]. (B)(6) md. Operative report. Preoperative diagnosis: second recurrent abdominal wall hernia. Previously implanted mesh avulsion. Postoperative diagnosis: second recurrent abdominal wall hernia. Previously implanted mesh avulsion. Assistant: hector veron. Procedure: exploratory laparotomy and removal of mesh from intra-abdominal organs. Complex abdominal wall reconstruction. Abdominal wall scar revision. Indication: the patient is a 52-year-old male who initially underwent an emergency exploratory laparotomy for trauma and [sic] the mid 1980s. Following that approximately 3 years ago, he underwent laparoscopic incisional hernia repair. Shortly following that, the patient suffered avulsion of the mesh that was implanted at the time of that hernia repair and now has a second recurrent abdominal wall hernia. The patient was advised that laparotomy, removal of the previously implanted mesh that had now migrated away from the incision and reconstruction of his abdominal wall will be necessary to remedy the problem and to prevent recurrence. Findings at operation: ¿the patient was noted to have a 10-cm diameter sheet of prolene mesh that had migrated away from the incision and was intertwined into the greater omentum as well as some of the small bowel within the abdomen. There was also recurrent hernia approximately 5 to 6 cm in length noted near the umbilicus. Because the mesh had avulsed, it created a larger defect than originally noted, this was consistent with the findings shown on CT scan but only more so. Therefore, a complex abdominal wall reconstruction was necessary. Technique: with the patient in the supine position under satisfactory general endotracheal anesthesia, the anterior abdominal wall was prepped and draped in usual fashion. Following our customary surgical pause to correctly identify the patient, the side of the operation of procedure to be performed as well as the surgeon, the procedure was then carried out. First using sharp technique, the margins of the scar were then excised. Using the electrocautery, the scar in its entirety was completely removed. Following this, the electrocautery was used to dissect down through the subcutaneous tissues. Approximately 4 cm superior to the umbilicus, small bowel was encountered. Great care was taken not to injure the bowel. Dissection was carried superiorly such that a part of the mesh was then encountered. There was a defect around the lateral aspect of the mesh, but the mesh had avulsed. Densely adherent to the mesh, was found to be small bowel as well as greater omentum. Using a combination of blunt and sharp technique along with the electrocautery, the mesh in its entirety was extracted from all of the densely adherent structures. After the mesh had been removed, there was approximately a 14-cm diameter area defect between the tables of the linea alba. Using blunt and sharp technique, once again all of the herniated small bowel was then reduced back into the abdominal cavity. All the adhesions connecting the small bowel to the margins of the hernia defect were lysed. At this point, the abdomen was irrigated with copious amount of antibiotic-containing saline. Sponge, needle, and instrument counts reported as being correct. The repair was performed using interrupted 0 ethibond sutures alternating with interrupted vertical mattress of ethibond sutures all the way down. We were able to achieve a tension-free repair in this manner. The subcutaneous tissues were then irrigated with a copious amount of antibiotic-containing saline. Subcutaneous tissues were then reapproximated using interrupted vicryl. The skin was then closed using 4-0 monocryl intracuticular continuous suture. Mastisol and steri-strips were then applied. The patient tolerated these procedures quite well. There were no complications. Estimated blood loss was approximately 50 ml. At the conclusion of the procedure, sponge, needle, and instrument counts reported as being correct x2. The patient was then taken to the recovery room where he was awake. He had stable vital signs and he was in good condition.¿ [missing records: records of the CT scan noted in the (B)(6) 2012 operative report were not provided.] (B)(6) 2012: (B)(6) hospital rancho. Implant/explant log sheet. Complex abdominal reconstruction mesh removal. Surgeon: dr. A. Rogers. Item product name: mesh. Quantity: 1. Removed. (B)(6) 2012: (B)(6) hospital rancho. Intra operative nursing record. Wound classification: clean. Implant/explant: explant [circled]. Pathology specimens. Tissue removed, sent to lab, mesh. Culture, anaerobic and aerobic. [Missing records: a culture report detailing analysis of the specimen collected during the (B)(6) 2012: procedure was not provided.] (B)(6) 2012: (B)(6) medical center. (B)(6) md, pathologist. Pathology report. Final diagnosis after microscopy: soft tissue, abdomen, reconstruction and removal of mesh: foreign material, consistent with mesh (gross diagnosis). Fibrosis and foreign body reaction adjacent to mesh. Pre-op findings/clinical summary: procedure: complex abdominal reconstruction, mesh removal. Specimen(s) submitted: mesh. Gross description: the specimen is received in formalin, labeled with the patient¿s identification and ¿mesh¿. It consists of a 10 x 5 x 1 cm fabric mesh. Adherent to the mesh is yellow adipose tissue. A representative section of adipose tissue is removed and submitted in cassette 1. A gross photograph is taken. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh migration, mesh removal, mesh extracted from all of the densely adherent structures, additional surgery, pain. Additional event specific information was not provided.